Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardiac monitor exhibited short battery longevity due to diagnostic issue. The issue was resolved by reprogramming. The patient was not symptomatic due to the event and was stable throughout.

Event description:
New information available on (B)(6) 2018 states that there was a false eri alert.